Manufacturer narrative:
The consumer had burning and pain in right eye after product use resulting in a visit to an urgent care facility. At urgent care, it was reported that the patient¿s right eye had mild erythema and photophobia, as a result of a chemical burn, and was irrigated and patient referred to an emergency department. The doctor at the emergency department recorded light swelling and reactive ptosis of the lids, conjunctiva/sclera injection and punctate epithelial erosions. The patient assessment indicated chemical burn and likely inappropriate use of solution. The patient was treated with erythromycin ointment and artificial tears. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
An insurance company reported they received a claim of an insured party who sustained an eye injury. The mother reported her daughter had burning and pain in right eye after product use resulting in a visit to an urgent care facility. At urgent care, it was reported that the patient's right eye had mild erythema and photophobia, as a result of a chemical burn, and was irrigated and patient referred to an emergency department. The doctor at the emergency department recorded light swelling and reactive ptosis of the lids, conjunctiva/sclera injection and punctate epithelial erosions. The patient assessment indicated chemical burn and likely inappropriate use of solution. The patient was treated with erythromycin ointment and artificial tears. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.